Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was resetting.